Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was restrapped. Also, the power supply was adjusted. The system was then found to be working as intended.

Event description:
The customer reported the system shut down during a case. No pt injury was reported.